Manufacturer narrative:
(B)(4).

Event description:
It was reported multiple nonsustained oversensing episodes were observed due to myopotential oversensing. The patient was asymptomatic. Disabling the low frequency attenuation filter was recommended. No further information is available.